Event description:
Pt presented with 1 month history of headache and pain around the shunt valve. CT without change but shunt tap failed to reveal any flow. Admitted for repair of ventriculoperitoneal shunt. During surgery, no flow from proximal catheter which seemed to be positional, distal limb appeared to be functioning normally. Cath removed and new rivulet ventricular cath placed down same tract and advanced to 7cm with good spontaneous flow. Cath attached to flushing valve. Discharged home the next day. Returned to ed later that night with c/o ha, n/v, and loc changes. CT with ventricular dilatation. Shunt flow sluggish. Returned to or the following day. Medtronic bioglide cath (model 42824 with exp date 10/31/08) advanced with good return flow. Leakage from existing valve where it had been tapped several times. New level 2 delta valve attached to exiting bactiseal peritoneal cath. Three days later, 12 hr history of persistent ha, n/v, and lethargy; CT shows fluid collection in pelvis. Returned to or, distal tubing taken loose from new valve with meager csf flow. Valve wnl. Valve removed from ventricular cath which showed good csf flow. Valve changed from level ii delta to level 1.5 delta. New bactiseal cath placed and attached to new valve. Good distal flow from peritoneal cath. Pre-existing peritoneal cath removed. On three days later, discharged home in stable condition.